Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension 298253 h3: one pump was returned for analysis in used condition. Visual inspection showed the pump had a scratched screen and cracked syringe port. No issues were found in the event history log. Functional testing was able to duplicate the reported system fault. Service history identified the complaint was related to a previous service of the device within the review period regarding, "syringe port/screen damage." The investigation determined that the pump's system fault is error 112 due to an intermittent motor. The motor was replaced along with the front and rear housing, housing seal, syringe, battery cap, keypad and rear label.

Event description:
It was reported that the device had a system fault. Per reporter, this event occurred during testing. There was no physical damage reported. There was no patient involvement.